Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 250 mg/dl and that the insulin pump had alarmed motor error and had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was in the range of 50 mg/dl at the time of the incident. The customer stated that the buttons were unresponsive. There was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer added that the customer noticed experienced high blood glucose levels of 200 mg/dl to 300 mg/dl on (B)(6) 2017. Motor error troubleshooting was performed. The customer stated that the drive support cap was flushed. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.